Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Further information and logfiles are requested, but not received. The sample was not returned to the manufacturer for evaluation. A sample was not received at the production site and insufficient information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that the suction loss occurred during lasik surgery in the unknown eye of a patient. The procedure was completed by using new patient interface.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Returned product was received at manufacturing site. The failure analysis resulted in the following statement: visual inspection of the applanation cone with a photomicroscope shows scratch, debris, dried liquid, and an shot flap on the applanation surface. Logfiles are requested, but not received. A root cause for the customer reported event could not be determined because the reported event could not be reproduced during investigation. There is no indication that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).